Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve the device and additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned from the implant patient registry that a model 3300tfx 23mm aortic valve was explanted and replaced with a 11500a 23mm valve after an implant duration of 4 months due to unknown reasons. The patient was in recovery post procedure. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Event description:
It was learned from the implant patient registry and investigation that a 23mm 3300tfx aortic valve was explanted after an implant duration of 4 months and 28 days due to staph epi prosthetic valve endocarditis. The valve was replaced with a 23mm 11500a valve. Per medical records, the patient presents with perivalvular ai, heart failure, and suspicious of early endocarditis. Recent dental work with prophylactic antibiotics. Blood cultures +staph epi bacteremia, tee showed valve dehiscence and vegetations. On hospital day #12, the patient underwent redo avr. Intraoperatively there were vegetations on the valve leaflets and sewing cuff, and large root abscess. After extensive debridement a 23mm 11500a valve was implanted. There was no pvls. The patient transferred in critical but stable condition to the ICU. On pod #6, the patient was discharged to continue with IV antibiotics. Pathology report: necrotic prosthetic valve with vegetations, acute and chronic inflammation and bacterial colonies.

Manufacturer narrative:
The cause of the event was most likely due to patient factors. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.